Manufacturer narrative:
Explant date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s healthcare provider implanted their ins too low and it was uncomfortable. The patient had their device removed in the first part of march because it was uncomfortable. The patient noted not noticing a difference in symptoms since it was taken out. No further complications were reported.